Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable. As a result, surgical intervention was taken to replace the device.

Manufacturer narrative:
The reported event of inoperable ipg was confirmed. As received, the battery voltage was below the eri voltage threshold. The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion and reaching its normal end of life (eol). Analysis has confirmed that the device exhibited normal battery depletion. This event is no longer reportable.